Event description:
It was reported that the patient with this implantable pacemaker device experienced pacemaker mediated tachycardia (pmt) and shortness of breath (sob). Physician suspected device malfunction. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker device experienced pacemaker mediated tachycardia (pmt) and shortness of breath (sob). Physician suspected device malfunction. This device remains in service. No adverse patient effects were reported. Additional information indicated that patient had smaller waves. Boston scientific technical services (ts) discussed that it sounds like sensitivity was changed and could program more margin on sensitivity if it necessary.